Event description:
Pin was missing from the male adapter of the regulator allowing it to be inserted into the nitrous oxide outlet. Nitrous oxide was administered instead of supplemental oxygen during and MRI procedure. Patient experienced respiratory distress and was provided breathing support to maintain oxygenation levels. Patient was admitted to the pediatric intensive care unit for further monitoring prior to discharge.